Event description:
Philips received a complaint on the v200 ventilator, indicating that the screen froze while in operation. The ventilator continued to function, but screen went gray and no longer displayed graphics. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the device was not in clinical use; the issue was identified during pre-use set up. There was no patient or user harm reported. A manufacturer's product support engineer (pse) reported the device was deemed end of life and retired from service. No correction was applied. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.